Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters which began to 'pop'. The patient reportedly could not continue chemo treatments until the blisters healed. Follow up with the patient 7 days later indicated that the blisters were healing. There is no evidence of medical intervention.